Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr power hickman s/l catheter was returned for sample evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted to the distal end of the catheter and the distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations and residue throughout. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed exiting from what appeared to be a split on the extension leg, proximal to the catheter hub. Therefore, the investigation is confirmed for reported leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.